Event description:
It was reported that the gastrointestinal videoscope had black and white stripes on the image. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, device evaluation found no image was displayed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the image issues was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.